Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter displayed an inaccurately high result compared to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the subject meter started to read inaccurately during the late evening of (B)(6) 2016, when he obtained an alleged inaccurately high blood glucose result of 226 mg/dl. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin which he self-adjusts. He reported after obtaining the result on (B)(6) 2016 he did not eat any additional food prior to going to bed. He reported that about 2 hours after the start of the alleged issue, he was found by a family member to be unresponsive. The indicated that the family member attempted to give him some juice but he had been uncooperative. The reported that the family member then gave him a glucose shot and called the emergency medical services (ems) around midnight on (B)(6) 2016. He indicated that around 12:30am on (B)(6) 2016 a healthcare professional (hcp) performed a blood glucose test on the ems meter and the result was 49 mg/dl. No further hcp intervention was specified. During troubleshooting, the cca established that the patient's test strips were within expiry date and had been stored correctly and the subject meter was set to the correct unit of measure. The patient was unable or unwilling to perform a control solution test. The patient refused to have all products replaced but his test strips were requested back for investigation and replacement test strips were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high result with the subject meter, administered less food and drink based on the result, and reportedly developed symptoms suggestive of severe hypoglycemia requiring third party intervention, after the alleged product issue began.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed; the test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture that than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.